Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the screwdriver broke intraoperatively. Tip of screwdriver snapped. No patient harm and surgery delay reported. No fragments were generated and an alternative was used. Complaint involves 1 part. Concomitant reported : 1x screw unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing site: (B)(4) release to warehouse date: 06. Sep. 2016. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The evaluation has shown that the stationary tip of the inter-lock screwdriver is strongly deformed, but no breakage is visible. Therefore the complaint is not confirmed in regards of the breakage, the complaint is confirmed due to the deformation. Due to the damage of the tip the relevant dimension cannot be verified anymore. The review of the manufacturing documents has shown that the device was made according to the specification. The lot in question was manufactured in september 2016 with a lot size of 48 pieces. All devices are sold and we are not aware of any other complaint for this article- and lot number. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformance's. Our evaluation has shown that only the stationary tip is deformed, the tip of the slider is not deformed. This is a clear indication that the slider was not inserted into the screw recess as designed. Therefore the force was not distributed and both tips as required and the stationary tip did get deformed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.